Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The source of the complaint could not be determined. No loss of electric current into the surrounding tissue. The device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Sc-8120-50 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. Only the distal tails was returned. No anomalies were found on the returned piece.